Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of both the "8 h program" protocol comprising (B)(4) cassettes, which started in retort a at 17:10pm on (B)(6) 2021 and failed at 06:26am on (B)(6) 2021 and the "12 h program" protocol comprising (B)(4) cassettes, which started in retort b at 17:11pm on (B)(6) 2021 and completed at 06:28am on (B)(6) 2021. The condensate bottle initially moved out of contact with the corresponding sensor at 20:24pm on (B)(6) 2021 and continued to be intermittently undetected by the sensor until 06:02am on (B)(6) 2021. This circumstance resulted in pausing of the "8 h program" protocol started in retort a at 17:10pm on (B)(6) 2021 for 6 hours and 51 minutes during step 3 (second dehydration step) of the protocol, and pausing of the "12 h program" protocol started in retort b at 17:11pm on (B)(6) 2021 for 6 hours and 35 minutes. When the connection between the condensate bottle and the corresponding sensor was re-established, the "8 h program" protocol started in retort a at 17:10pm on (B)(6) 2021 progressed rapidly through steps 4 to 10 (final clearing step) of 13 in only 6 minutes and 48 seconds, rather than the scheduled duration of 4 hours and 20 minutes, in an attempt to meet the end time calculated by the software scheduler. The reduced duration of steps 4 to 10 would have resulted in insufficient dehydration and clearing of the patient tissue samples involved, and allowed insufficient time for adequate heating of the retort manifold, which resulted in failure of the protocol at 06:28 on (B)(6) 2021. The regimen used to complete processing/re-process the patient tissue samples from this protocol was not provided. Similarly, the "12 h program" protocol started in retort b at 17:11pm on (B)(6) 2021 progressed through steps 9 to 13 in only 8 minutes and 29 seconds, rather than the scheduled period of 5 hours and 35 minutes, in an attempt to meet the end time calculated by the software scheduler. The reduced duration of steps 9 to 13 would have resulted in insufficient clearing and wax infiltration of the patient tissue samples involved the regimen used to re-process the patient tissue samples from this protocol was not provided. The root cause of the circumstances reported by the complainant was that the condensate bottle was intermittently not in contact with the corresponding sensor from 20:24pm on (B)(6) 2021 until 06:02am on (B)(6) 2021. The root cause of the condensate bottle moving out of contact with the corresponding sensor could not be unequivocally determined from the information available.

Event description:
On (B)(6) 2021, the complainant contacted a local distributor representative ((B)(6) application specialist pathology) in relation to peloris ii rapid tissue processor serial number (B)(4), and the following information was documented: "a customer started two overnight protocols the (B)(6). During the night the protocol was paused due to missing condensate bottle ("condensate bottle is not present'') see message below. (B)(6) 2021 23:29:48 event: 13 (warning, non-over-ridable) - "condensate bottle is not present, insert bottle to continue." In the morning when the users arrived they inserted the bottle and choose to continue the run. However, instead of following the protocol steps the instrument quickly ran through the remaining steps with only a few minutes in each reagent." On (B)(6) 2021, leica biosystems (B)(4) received the following information from a local distributor representative ((B)(6) service group manager): "the tissue was rescued and it was possible to diagnose all samples. They reprocessed the tissue manually outside the peloris. This is a method that the customer have (sic) set up them self for cases like this."